Manufacturer narrative:
(B)(4). Batch # t92z2w. Date of event is 2019. Event day and event month were not provided. Investigation summary: the analysis found that the mcm30 device was received with the cartridge cover damaged and with a clip in the jaws. Due to this condition, the clips could not be fed as intended and the clips dropped down from the jaws. It is possible that the damage to the device was due to improper handling of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that clip can not be used normally. It can't clip tight. It is unknown how the procedure was completed. There was no patient consequence.